Event description:
It was reported that a pt had to undergo revision surgery second time because post-operatively, it was noticed that the plate appeared bent, without any visible outer impact. The plate was bent back into shape and another plate was used to stabilise both plate and fracture.

Manufacturer narrative:
Investigation in progress, but not yet complete.